Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine [4.5 mg/ml] at a dose of 1.8763 mg/day and dilaudid [6000.0 mcg/ml] at a dose of 2501.8 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient saw the code 8254 on the personal therapy manager (ptm) meaning low reservoir. It was indicated that the patient was due for a refill which was scheduled. It was noted that normally when the patient would go for their refills they would schedule them for an upcoming refill appointment but for some reason the last time something happened and they didn't. It was indicated that the patient¿s low reservoir alarm date was supposed to be (B)(6) 2017 and the patient was scheduled to go in that day on (B)(6) 2017 at 3:00 p.m. To get it refilled. It was indicated that the patient wanted to know if the pump was alarming or if they were going to be okay. The patient was walked through using the ptm to check the alarm status and it showed t hat 8254 was active and that on (B)(6) 2017 at 19:26 the ptm showed 8254 error code occurred with no other alarms. The code was not verified by a clinician programmer. No medical symptoms were reported during the call. It was noted that the ptm screen said upcoming refill date when the patient turned it on was (B)(6) 2017. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient forgot to schedule the appointment which led to the refill not being scheduled. It was indicated that there were no device, patient/therapy, or procedure issues. It was indicated that no troubleshooting was performed related to the 8254 error code. It was noted that the patient had only 1.5 ml left in the pump. The patient¿s pump was refilled on (B)(6) 2017. It was indicated that the cause of the 8254 error code was confirmed with the physician programmer to be the low reservoir alarm and that the 8254 error code had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.